Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. The current blood glucose was 347 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer changed his quick set and at lunch time the blood glucose was 300 mg/dl and this morning blood glucose was 459 mg/dl, 347 mg/dl and now it was 287 mg/dl. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. The insulin pump will not be returned for analysis.